Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient had otitis media which had spread to the level of the implant and invaded the electrodes. The user was explanted on (B)(6) 2025. As there was severe inflammation re-implantation was put on hold until it is completely healed.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due otitis media, which spread to the implant site. Review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. This is a final report.

Event description:
The recipient had otitis media which had spread to the level of the implant and invaded the electrodes. The user was explanted. As there was severe inflammation re-implantation was put on hold until it is completely healed. The user was re-implanted at a later point.